Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was in-stent restenosis of a 7mmx80mm non bsc stent implanted in the moderately tortuous and mildly calcified right superficial femoral artery. After a non bsc guide wire crossed the lesion, dilation was performed with a 4mmx60mm sterling¿ balloon catheter. Then a 6.0mmx60mmx135cm sterling¿ balloon catheter was advanced for size up. The second balloon was inflated for 6 seconds however it ruptured at 8 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was completed using a 6mmx40mm non bsc balloon catheter. No patient complications were reported and the patient¿s status was good.